Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered heart failure (requiring medication, dc cardioversion, pharmacologic cardioversion, intravenous fluids, chest x-ray, bilevel positive airway pressure, and nco2), bradycardia (requiring medication), and heart failure (requiring medication). On 12/10/2018, additional information was received indicating on post-procedure day 1, the patient developed congestive heart failure. Patient received an unspecified medication, dc cardioversion, pharmacologic cardioversion, intravenous fluids (ivfs), chest x-ray (cxr), bi-level positive airway pressure (bi-pap), nco2 (undefined) and antibiotics. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, not device-related, and possibly index procedure-related. Thereafter, on post-procedure day 158, the patient developed atypical left atrial flutter with rapid ventricular response and high blood pressure. The patient was treated with intravenous saline and cardiazem. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and possibly index procedure-related. Manufacture ref no: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, bwi received additional information regarding this event: on post-procedure day 170, the patient developed tachycardia that required no intervention. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, not serious, not investigational device-related and possibly index procedure-related. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 8/22/2017, biosense webster received an update regarding this complaint file: on post-procedure day 83, the patient developed bradycardia. An unspecified medication was administered. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, not serious, not device-related, and possibly index procedure-related. (B)(4).

Manufacturer narrative:
On (B)(6)2019, information was received from the clinical study team indicating the reportable patient adverse events had been removed from the clinical study database. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On(B)(6)2019, biosense webster inc. Received information indicating that all the clinical adverse events previously reported to be inactivated were not inactivated and remain active. As such, the adverse events of congestive heart failure, bradycardia, tachycardia and the atypical left atrial flutter with rapid ventricular response (rvr) continue to be MDR reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 9/12/2017, biosense webster received additional information regarding this complaint: on post-procedure day 104, the patient developed congestive heart failure. An unspecified medication was administered. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, not device-related, and possibly index procedure-related. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/9/2017, bwi received additional information regarding this event: on post-procedure day 158, the patient developed atypical left atrial flutter. An unspecified medication was administered. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and possibly index procedure-related. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered heart failure requiring medication (unspecified), dc cardioversion, pharmacologic cardioversion, intravenous fluids, chest x-ray, bilevel positive airway pressure (bipap), and nco2 (unspecified). On post-procedure day 1, the patient developed congestive heart failure. Issue is ongoing and improved. Principal investigator assessed this event as moderate in severity, serious, not device-related, and possibly index procedure-related. There were no device deficiencies reported.

Manufacturer narrative:
On (B)(6) 2018, bwi received additional information regarding this event. The patient was a (B)(6) female. (B)(4).